Manufacturer narrative:
The insulin pump was received missing segments due to cracked zebra connector at the lcd board. However, the insulin pump powered up properly after battery installation. The insulin pump was monitored and no off no power w/o battery indicator, spi to motor pic communication error alarms or iop read back error alarms noted. The insulin pump was received with operating currents within specifications and passed unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All boluses and functions are recorded in carelink report. No history anomaly noted. The insulin pump had cracked case at the display window corners, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed with off no power and motor communication error. The patient's blood glucose at the time of incident was 185 mg/dl. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis.